Event description:
Caller reported cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and after following the instructions, the caller successfully started their sensor session without encountering further errors.